Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was being implanted. A suspected thrombus was seen on the core wire of the watchman flx delivery system during the procedure. No further patient complications were reported.